Manufacturer narrative:
Pump received with blank display due to moisture damage electronic assembly. Also received with moisture damage on the motor, battery tube, keypad assembly, and vibrator assembly. Unable to perform the displacement test due to blank display. Pump received with cracked reservoir tube lip, broken battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer called to report that insulin pump has been exposed to moisture damage. Customer reported that the pump was dropped in the toilet. Customer also reported that the pump is cracked as well. Customer's blood glucose reading was 215 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.